Event description:
Philips received a complaint from a customer that foot pedal was not working correctly. The footswitch was bent.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.